Event description:
It was reported that upon implantation of the non-preloaded intraocular lens (iol) in one patient using the lens's own injector, the iol was damaged by the metal arm of the injector itself. The physician removed the lens and implanted a replacement iol. Through follow-up, we learned that the unfolder and cartridge used were compatible with the lens and the lot number is unknown. The patient is clinically well and no additional surgical or medical intervention were performed. No further information was provided. A separate report is being submitted against the unfolder handpiece.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: november 4, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected, revealing that the lens was damaged on the surface, with a chip on the edge of the lens. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.